Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument did not clamp down and would not seal, an investigation was completed to determine the cause of this reported event. The medium-large clip applier instrument was analyzed and found to have failure of the clip test was due to misapplication of the clip by the clip applier instrument. The instrument was placed and driven on an in-house system. Although it passed the recognition and engagement tests, it could not release the clip as commanded. Additional observations related to the customer-reported complaint include the instrument having a bent grip and misalignment of the tip with the other grip. The complaint regarding clip application was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted varicocelectomy surgical procedure, the medium-large clip applier instrument did not clamp down and would not seal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected with no noted damage. The issue occurred while attempting to clamp on a vessel or tissue bundle. The type of clips used were medium-large weck clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue occurred on the first clip application. The surgeon used another instrument to continue the procedure. There are no photos or videos.